Event description:
Iabp circuit leak alarm sounded. All connections intact. No blood in catheter, helium pressure decreased slightly for troubleshooting. Alarms increasing and difficult to keep augmentation. Data scope called for trouble shooting. Helium cath aspirated. No blood aspirated. Turned to overide to maintain augmentation. Perfusionist in. Bp 130's. Hr unchanged. Iab pump changed - alarms continues. Data scope called again. Md called w/vs. Iab now shows blood leak. Iabp stopped. Md called. Ptt drawn, heparin discontinued. Episodes of ventricular beats 3 - 5. Iabp discontinued per md.